Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative and informed the ordering physician. Hfid #: (B)(4): the investigation identified a potential false negative in the lad. This was due to analyst error; after the initial analysis was delivered, a second analysis during a quality review resulted in a decrease in the distal ffrct value from 0.88 to 0.79 on the lad. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient. No additional follow-up to this MDR is expected.

Event description:
Heartflow identified a potential false negative result.